Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition worsened from the time of initial contact. Customer's mother stated that customer went to the hospital this morning ((B)(6) 2016). Customer was hospitalized on (B)(6) 2016 with blood glucose of 617mg/dl. At the hospital they performed an EKG and received an IV. They also increased the medication to manage diabetes (metformin) to 3 times a day and added a new medication to manage his diabetes (tragenta). If the glucose is not going down he is going to begin with insulin. Customer was released from the hospital on (B)(6) 2016 with blood glucose of 344mg/dl. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer. The customer doesn't know the expected glucose ranges. The customer feels weak". He states that "he does not feel like doing anything". Medical attention is not reported during the call on (B)(6) 2016 as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 559 mg/dl and hi. The product is stored in the kitchen. The test strips are expired with lot manufacturer's expiration date of 6/30/2013 and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6). He stated that he had another vial of test strips at his home and that he would try retesting when he got there. He stated that if he still was not feeling well or got a hi reading that he would seek medical attention.